Event description:
The user facility reports at pre-test check, prior to implant, the reservoir under went testing for function. The reservoir was pushed by fingers, however kept pressure. The physician applied the negative pressure on the reservoir but it could not be opened. The physician found the reservoir to the faulty and did not use it. The physician used a larger reservoir nl850-7460 which he found to be large for the slender pt.